Event description:
It was reported that inflatable penile prosthesis (ipp) device was no longer working. The patient underwent a revision procedure and all components were explanted and replaced without adverse patient effects.